Event description:
During groin access, the physician noted that the micro puncture dilator had broken with part of it remaining in the vein. Attempts to retrieve the retained piece of sheath failed. 46-year-old female who was undergoing ablation for wolf parkinson's weight syndrome who in the process of cannulated in the femoral vein the micro puncture sheath unraveled and lodged in the right atrium. An attempt at snaring the foreign body was unsuccessful in the ep lab and echo revealed that the retained foreign bodies lodged in the right atrium abutting the right atrial appendage.